Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that when the tubing was detached from the insufflator, the grey piece detached from itself and got stuck on the insufflator. The luer lock that connects to the pt port also broke off during the case. This caused a delay in the procedure, thus requiring the pt to be under anesthesia for a longer period of time. It is further reported that the procedure was completed successfully and that there was no injury to the pt.